Manufacturer narrative:
On 06/07/2017: during a follow up, the contact confirmed no adding occlusion alarms had been received since keeping the pump at a constant temperature. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 396 mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the pump is kept inside a cloth pocket/ band that goes around the customer's body. After a supply change, the contact attempted to deliver a correction bolus and an additional occlusion alarm occurred. Tandem technical support (cts) advised the customer to prevent any abrupt temperature changes to the pump while the bolus was delivered. The contact kept the pump in a constant temperature and the bolus was successfully delivered.